Event description:
Event description guidant received information that this pacemaker was pacing at the maximum sensor rate (msr) for the past twenty minutes, while the patient was resting in a chair. It was noted the accelerometer was programmed to on and the device was included in the hermetic sealing component advisory population.